Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. In addition, it was reported that a cartridge change error occurred and the pump battery was depleting quickly. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.